Event description:
Fire department personnel were attending to a pt, condition unk. Allegedly during a post event data review it was observed that excessive ECG artifact was present, resulting in what the rptr thought may be an inappropriate no shock decision. The pt was not resuscitated. The rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's lack of viability.